Event description:
Fill volume: 400ml. Flow rate: 4ml/hr. Procedure: shoulder surgery. Cathplace: supraclavicular block. Infusion started: (B)(6) 2015 at 1700. Infusion ended: (B)(6) 2015 at 1500. It was reported that a pump's infusion ended sooner than expected. On post-operative day three, the pump was reported as empty at the patient's home. There was no adverse event that occurred in connection with the incident. The patient's condition is reported to be within normal limits. The sample is available for return.

Manufacturer narrative:
Methods: along with the previously reported methods, a flow rate accuracy test and pressure pot testing were conducted results: a visual inspection found that the pump was returned empty. The pump was refilled to the nominal 400ml. The pinch clamp was opened and the pump infused at the 4,6,8,10,12 and 14ml/hr flow rates. The 2ml/hr flow rate did not initially infuse. A syringe was connected to the distal luer and negative suction was applied a couple of times after which the 2ml/hr flow rate infused. Flow accuracy testing was performed with the select-a-flow (saf) set to 4ml/hr. After testing, the pump yielded a flow rate that was within specifications with a +/- 20% tolerance. Pressure pot testing was performed on the selected-a-flow unit flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. All of the saf flow rates yielded a flow rate that was within specifications with a +/- 20% tolerance. Conclusions: the investigation summary concluded that fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. The root cause of this incident is unknown, the instruction for use (IFU) specifies the following: there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. "Delivery accuracy: when filled to the labeled volume , select-a-flow* device delivery accuracy is ±20% of the labeled rates when infusion is started 0-8 hours after fill and delivering normal saline as a diluent at 22°c/72°f." Based on the results of this investigation, the complaint was not confirmed. An historical review indicated that no other confirmed complaints were found related to the same lot number. A technical bulletin (mk-00538) factors affecting flow rate was sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). (B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.